Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> device out of position: the cause of the positioning issue was determined to be an unintentional use error as the pump was accidentally pulled back into aorta on attempting to get access for a swan. Device history lot: device lot: 1949021. Device history batch: subcomponent lot: n/a. Device history review: device (B)(6) passed all post sterile inspection checks. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the device out of position: the cause of the positioning issue was determined to be an unintentional use error as the pump was accidentally pulled back into aorta on attempting to get access for a swan. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). Difficulty positioning the pump was encountered; however, ultimately the physician achieved a satisfactory position for impella mcs. The patient was brought to the catheterization lab with levo running and intubated. Two stents were successfully placed into the left anterior descending artery. There was not much movement in the anterior apical wall. An impella cp device was successfully placed post percutaneous coronary intervention. On attempting to get access for a swan-ganz catheter, the impella cp was accidentally pulled back into the aorta. The physician was able to get the pump back into the left ventricle. However, there were multiple suction alarms. Venous access was made, and swan was placed. The patient was transferred to the unit on mcs. Support level was p-6, and the patient had suction alarms. Device repositioning was attempted and completed. However, the following day, an echocardiogram was completed, and it appeared the pump was now under a papillary muscle in the left ventricle. The impella cp device was pulled back a couple times and readvanced under echocardiogram. However, the physician was unable to remove the impella cp device from under the papillary muscle. The physician found a stable placement in the left ventricle, however, with no suction alarms at support level p-6. Physician decided to leave the pump in place and depending on how the patient did, the physician would bring the patient back to the catheterization lab to attempt to reposition the impella cp device pump again or place with a new pump in the correct position. Ejection fraction at that time was noted 20-25%, the patient was not on pressors and stable. The patient remained on support for two additional days noted to be doing well before being successfully weaned and device explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.